Event description:
It was reported that the patient had a vf episode. The device delivered therapy but the therapy did not break the rhythm. Low hvli was observed during the incident.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were found at 11.1-11.3cm, 13.0-13.4cm, and 21.7-22.2cm from the connector pin consistent with lead friction to the ICD can. A sensing and a non-functional conductor etfe coating was abraded at two locations. This is consistent with the observation from the field of low impedance when the lead was in contact with the device can.